Event description:
The distributor has contacted heartsine to report that their device's on/off button is not working. Failure to power on device may prevent or delay defibrillation, which could cause adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered off via the on/off button. This was attributed to corrosion on the membrane tail due to storage outside of the indicated conditions. Additionally the investigation observed a failure of the negative pogo pin which had result in the user being alerted with ¿warning, low battery, deice service required¿ prompts alongside a flashing red status led. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor has contacted heartsine to report that their device's on/off button is not working. Failure to power on device may prevent or delay defibrillation, which could cause adverse consequences. There was no patient involvement reported with this event.